Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime due to faulty force sensor. Drive support disk was inspected and no anomaly was noted. The device had missing segments due to cracked lcd zebra connector. The unit was received with cracked display window corner, reservoir tube lip, minor scratched and cracked display window and missing end cap sticker.

Event description:
It was reported that the insulin pump is not working. The blood glucose reading is 250 mg/dl. The insulin pump alarmed during rewind process. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.